Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery with heavy tortuosity and moderate calcification. Pre-dilatation was performed and a 2.25x23mm rx xience prime stent delivery system (sds) was advanced and resistance was felt with the patient anatomy. The distal shaft broke, the sds was simply withdrawn from the patient anatomy and then the sds separated into two pieces outside of the patient anatomy. Another same size xience xpedition stent was used to complete the procedure and ultimately treat the target lesion. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.